Manufacturer narrative:
One i3 power cord and power supply was received for evaluation. Visual inspection verified the power supply revealed exposed wires. However, there were no evidence of any exposed wires coming from the returned power cord. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power supply. The cords were replaced and there were no adverse consequences reported by the patient.